Manufacturer narrative:
The customer report that the primary and secondary tubing sets were dripping simultaneously was confirmed by functional testing when the secondary setup was not followed (replicating the customer's report of the primary infusion bag being hung higher than the secondary infusion bag). When the secondary setup (of the secondary infusion bag being hung higher than the primary infusion bag) was followed, there was no observation of simultaneous dripping within both sets. Drips were only observed within the secondary set as expected. Inspection of the as-received set samples noted no obvious issues or damages. Visual inspection showed no anomalies. The root cause was identified as due to the secondary set-up not being followed.

Event description:
It was reported that the primary and secondary tubing sets were dripping simultaneously in the medical/surgical department. It was noted that the normal saline 1000ml primary bag was programmed to infuse at 500ml/hour for two hours after the caffeine citrate 500mg/1000ml secondary infusion programmed to infuse at 999ml/hour for one hour was completed. It was further noted that the primary IV infusion bag was hung higher than the secondary IV infusion bag. The secondary tubing set was replaced and changed to a primary infusion line. The customer later stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the primary and secondary tubing sets were dripping simultaneously. It was noted that the primary bag was higher than the secondary infusion bag. The caffeinated ns infusion tubing set was replaced and changed to a primary infusion line.